Event description:
Technical services received a call on (B)(6) 2011. Caller stated that the physician found this lv lead had pulled back and was completely into svc. Physician thinks something happened during generator change in 2009 that caused lead to slowly pull back. Physician put in new lv lead. While the previous lv lead was dislodged, the lv lead was pacing the atrium. Caller doesn't know if patient felt this at the time. Physician is dr. (B)(6) . No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).